Event description:
This case was reported by a lawyer and described the occurrence of neurological injury in a male patient who took poligrip (formulation unknown) as a denture adhesive. A physician or other health care professional has not verified this report. On an unknown date, the patient took poligrip at unknown dosing. At an unknown time after starting poligrip, the patient experienced a neurological injury. At the time of reporting, the outcome of the event was unknown. Follow-up was received on (B)(6) 2010. The patient is a female, initial (B)(6) (not male patient with initials of (B)(6) as previously reported). Follow-up information was received on (B)(6) 2010 via medical records. On (B)(6) 2008, the patient was seen in follow-up for pancytopenia and possible myelodysplasia. On (B)(6) 2008, the patient had an initial neurology consultation for her current symptoms. Clinical presentation included mixed central and peripheral nerve pathologies. On (B)(6) 2009, it was reported the patient previously had a nerve conduction study and electromyography that showed evidence of bilateral s1 chronic radiculopathy and decreased right peroneal motor amplitudes. The patient reported continued progressive gait instability, aching burning pain in her legs and feet, numbness and tingling in her feet, and frequent falls. Diagnosis included possible myelopathy. On (B)(6) 2009, it was reported the patient had a thoracic spine magnetic resonance imaging (MRI) in (B)(6) 2008 and a cervical/lumbosacral spine MRI in (B)(6) 2009, all were unremarkable. Her electromyography was negative for polyneuropathy. The etiology of the patient's symptoms was still not known. On (B)(6) 2009, it was reported the patient had an unremarkable magnetic resonance imaging of her spine. On (B)(6) 2009, it was reported the patient recently fell and fractured her right ankle. She was prescribed percocet for pain. The patient informed her physician of a report in a journal regarding using a denture cream with resulting elevated zinc and decreased copper levels in the blood, which might be related to some neuropathies and the patient felt her symptoms were similar to the reported case in the journal. Her right foot and leg were in a brace due to the fracture. The patient had a two year history of urinary urgency. On (B)(6) 2009, the patient's copper level was 17 (normal 70 to 155 mcg/dl) and zinc level was 1130 (normal 600 to 1200 ug/l). On (B)(6) 2009, it was noted the patient had been receiving oral copper supplementation for approximately two months, but with no improvement. The patient complained of gait disturbance and burning pain in the feet. Medications included neurontin and percocet. On (B)(6) 2010, the patient was noted to have a past medical history of microcytic anemia and b12 deficiency. The patient was seen in follow-up of her polyneuropathy, myelopathy, and gait disturbance. The patient's symptoms started in (B)(6) 2008. She complained of numbness, burning pain below the knees, stiffness in the legs, and gait disturbance. The patient had diminished ceruloplasmin and copper levels and elevated zinc levels. This was believed to be copper deficiency related to the dental cream poligrip. The patient was referred to another physician who believed this to be a mixed result of b12 deficiency and copper deficiency. She then referred to another physician who confirmed her diagnosis to be b12 deficiency and copper deficiency, but who did not believe her problems were reversible with b12 and copper replacement. Gabapentin was increased and baclofen started for symptom control. The patient did not have any improvement in the pain and numbness and still used a walker to walk due to her unsteady gait. The patient required a lot of support to walk. The patient also had begun to self-cath. The patient recently had two hospitalizations for dehydration and the other for hyponatremia and hypokalemia. Baclofen was increased and percocet started. On (B)(6) 2010, the patient was seen in follow-up for myelopathy with ataxia related to vitamin b12 and copper deficiency. Nerve conduction studies with electromyography in (B)(6) 2009 were negative for neuropathy. The patient was currently on oral copper replacement and vitamin b12 parenteral replacement. The patient reported a new onset of numbness in her left hand and left forearm and numbness in the fingers of her right hand which stays there all the time. She reported some improvement of her ataxia and balance problems and her urinary urgency. The patient received home health physical therapy twice a week. The patient reported worsening of her myalgias and muscle spasms after reduction of the baclofen dose. Carpal tunnel syndrome was to be ruled out.

Manufacturer narrative:
The manufacturer's report number for this case is 9681138-2010-000xx. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).